Event description:
Patient reported that the meter/hcp meter comparison done side by side was 168 mg/dl (ss) versus 119 mg/dl (hcp), respectively. No symptoms were reported. Patient did not have control solution to do control test. Meter code did not match test strips. Patient does not clean meter according to manufacturer's product recommendations. Lfs representative reviewed cleaning procedures, use of control solution and setting up meter code to match test strip vial. There was no allegation of harm.